Event description:
It was reported that 419 days post a drug eluting stenting treatment procedure, stent thrombosis occurred. The physician successfully deployed a 2.50x20mm taxus express2 drug eluting stent at 8 atmospheres (atms) to the proximal 1st obtuse marginal (om1) to treat in-stent restenosis of a previously placed bare metal stent of unk size and type. The 2.50x20mm stent was post dilated with a 3.0x8mm non-bsc balloon at 12 atms. Four hundred and nineteen days later, the pt was admitted to the hospital following an anaphylactic reaction after eating nuts at lunch. The pt experienced chest pain. A very late stent thrombosis was discovered. The pt was given bolus reopro and the physician performed plain old balloon angioplasty to the stent to treat the thrombosis. The pt is reported to be in satisfactory condition. Further info has been requested but has not been received.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.